Event description:
Patient with a unicondylar implant was revised to a total knee implant. Review of CT data indicated that the patient had a large femoral lesion, as well as, osteonecrosis in the tibial plateau.

Manufacturer narrative:
Patient with a unicondylar implant was revised to a total knee implant. Review of CT data indicated that the patient had a large femoral lesion, as well as, osteonecrosis in the tibial plateau. DHR review indicates that the device met specifications.